Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, there was no suture attracted to a needle. The device was removed over a guide wire and a second proglide was used to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Manufacturer narrative:
(B)(4): evaluation summary the device was returned with the suture undamaged and partially exposed. The posterior cuff remained in the posterior foot pocket and the posterior needle remained undisturbed. The anterior needle barb was damaged, two of the anterior cuff tabs were bent, and one was flattened. The posterior cuff remained in the posterior foot pocket indicating that a posterior needle-to-cuff miss occurred. This is indicative of posterior needle being deflected away from posterior foot pocket. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the needle plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the needle plunger. This resulted in the anterior needle detaching from the anterior cuff. The posterior needle-to-cuff miss and subsequent anterior needle tip-to-cuff detachment directly resulted in a failure to retrieve the suture when retracting the needle plunger as reported. During testing, the needle plunger was reinserted resulting in acceptable needle trajectory and push mandrel travel length. The probable root cause for the posterior needle-to-cuff miss and subsequent anterior needle tip-to-cuff detachment is needle deflection, due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. As another possible influencing factor, the device was deployed in a moderately calcified vessel and the instructions for use state that the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
A customer contacted beckman coulter inc., (bci) regarding reproducible troponin (accutni) results, above the ami cut off, generated by the access 2 immunoassay system for three samples from one patient. The results were reported out of the lab. Testing on an alternate method resulted within the normal reference range. The patient was transferred to the cardiac unit due to the elevated accutni results.